Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot number, expiration date, unique device identifier (UDI) number and date of manufacture are reported as unknown because it could not be confirmed which of two clips experienced the slda; therefore, the information for both clips is provided as follows: part / lot: cds0201 / (B)(4); date of manufacture: 05/05/2016; expiration date: 05/31/2017; (B)(4). Part / lot: cds0201 / (B)(4); date of manufacture: 06/01/2016; expiration date: 06/30/2017; (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from these lots. The reported patient effects of worsening mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) or a patient condition which worsened over time that affected leaflet insertion in the clip, and therefore contributed to the slda; however, this cannot be confirmed. The reported worsening mr appears to be a result of procedural conditions and likely due to the slda; the reported dyspnea was likely a symptom of the worsening mr. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips ((B)(4)) were implanted, reducing the mr to <1. On (B)(6) 2017, the patient presented with dyspnea and it was found that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4+. On (B)(6) 2017, a second mitraclip procedure was performed in attempt to stabilize the slda clip and reduce the mr. The steerable guiding catheter (sgc) was advanced to the left atrium; however, a clot was observed on the right side of the heart. The sgc was removed and the clot was aspirated. The procedure was discontinued and the patient will be brought back at a later date for a new procedure. The patient is currently stable. No additional information was provided.